Event description:
The manufacturer received information that a trilogy evo ventilator had a ventilator service required error code observed during technical inspection. There was harm or injury reported. Ventilator service required code e-162 was observed indicating failure of the active exhalation control module (aecm). Since the interior of the device was found to be contaminated with dust, the inside of the device was cleaned. After cleaning the device, the tests were performed, and the ventilator was observed to be working without problems. The aemc error code did not recur. No component replacement(s) were done. It was indicated that if the error recurs, the components connected to the aecm line would need to be replaced.